Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1, date of submission 08/18/2015-product analysis: the device was returned and evaluated by product analysis on 07/27/2015 with the following findings: the complaint could not be duplicated with investigation. Review of the black box data revealed evidence of a shortened battery life issue. The battery compartment was found to be cracked. The returned battery cap was able to secure properly to the pump. The pump successfully completed a prime sequence without issue or alarm. The pump¿s electric power draws were found to be within specification. Unrelated to the complaint, the bolus button cover was missing.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.